Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manger (stm), blood back was found on the cs100 intra-aortic balloon pump (iabp). The stm is unaware of when the blood back issue occurred as the customer did not report it. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue found that the unit's crm, safety disk, purge assy, and tubing were affected by blood. The stm removed and replaced the affected parts (crm - 0997-00-0986-01, safety disk - 0997-00-0985-01, purge valve assembly - 0104-00-0026, and blood detect tubing - 0008-00-0312). The stm completed preventive maintenance. Unit then passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).